Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion. The stent was deployed without issue. During removal the physician experienced difficulty retracting the catheter from the wire. There was no patient injury or clinical sequelae reported. Evaluation summary: the shaft was kinked distal to the strain relief. A mandrel could not be front loaded into the device due to the kink. The distal tip was stubbed. The handle and inner member could be retracted and advanced without any issues.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined - limited information available) date of event unknown - 'year' alone cannot be confirmed.